Manufacturer narrative:
The nasogastric tube used is mounted with electrode rings and should be placed in the stomach. It is used during nava (neurally adjusted ventilatory assist) ventilation to detect the patient's breathing activity and synchronize ventilation treatment with the patient's own breathing. The picture that the customer has provided confirms the reported event of a split in the catheter tip of the nasogastric tube. No goods have arrived to investigate. There has been very limited information of the circumstances around the event, so there could be no conclusion if there have been any special drugs, special feeds or other circumstances that could explain the split in the catheter tip of the nasogastric tube. The cause of the split could not be determined in this investigation. The maximum recommended time of use for the nasogastric tube is 5 days, and in this case the nasogastric tube had been used for four days.

Event description:
(B)(4).

Event description:
It was reported that when the ventilator was used in nava (neurally adjusted ventilatory assist) mode of ventilation, the ng (nasogastric) tube was removed when the electrical diaphragm activity signal became unreliable. Upon removal it was observed that the distal end of the ng tube had split. The ng tube had been in use for four days. There are no suspicions that any ng tube remnants are left in the patient¿s body. The final outcome of the patient was no harm. The ng tube used is mounted with electrode rings and should be placed in the stomach. It is used during nava ventilation to detect the patient's breathing activity and synchronize ventilation treatment with the patient's own breathing. (B)(4).